Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's pump had flashing white screen and a high pitched alarm. Customer's blood glucose was 165.6 mg/dl at the time of the incident. Advised customer that the insulin pump will be replaced.

Manufacturer narrative:
Unable to verify missing segment due to blank/flashing white lcd. Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.